Event description:
A customer reported the equipment presented a problem during the oil injection portion of a vitrectomy procedure. The procedure was completed with the same equipment and "other accessory". The oil injection was performed manually. There was no harm to the pt. No procedures were canceled due to this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).